Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, high extravascular (ev) lead thresholds and failure to provide therapy were observed, which was suspected to be due to air in the ev implantable cardioverter defibrillator (ICD) pocket and a big distance between heart and the sternum. It was further reported that ventricular fibrillation (vf) was induced and appropriately detected; however, the 30 joule shock failed to terminate the rhythm, and external shock was required. High ev lead defibrillation impedance was observed as a potential contributing factor. The ev ICD pocket was irrigated with a saline solution, and the defibrillation impedance decreased. The implant was completed and the pocket was closed. The next day it was noted that successful therapy was delivered. It was further reported that post-operatively the ev lead exhibited pronounced oversensing and high pacing thresholds. There was a non-successful extraction of the ev lead due to lack of vein access; thus, the ev lead remained implanted. It was further noted that the ev lead exhibited abnormal sensing. The ev lead and ev ICD remain in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.